Event description:
Event description guidant received information that this implantable lead exhibited elevated pacing impedance of 2538 ohms and increased thresholds of 4.5 mv following a recent elective device changeout procedure. Prior to this procedure, impedance had measured 450 ohms, and thresholds had been 1 mv. Technical services (ts) discussed troubleshooting options to determine if the elevated impedance was due to either a loose setscrew or insulation damage. These options included attempting to evoke noise through manipulation. There were no reports of therapy being required and not being delivered due to the elevated impedance.